Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft occlusion could not be confirmed as no images were submitted for evaluation, and a specific cause for the reported event could not be conclusively determined. Although the low flow alarms were unable to be confirmed as no log files were submitted, it was reported that the flow issue resolved with the patient¿s outflow graft operation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on mlp-(B)(6) with no further reported issues at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 "introduction" provides an explanation of pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was started on inotropes. The patient was discharged in early december 2023. The flows remained upward at 4 lpm at the first clinic visit on (B)(6) 2023. The patient continued to recover from sternotomy.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with persistent low flows. A computed tomography (CT) was performed and showed an outflow graft occlusion close to the aorta. The patient was maintaining flows of 1.5 and the team determined that a pump exchange was necessary. The surgeon reopened the patient in the operating room and regained access to outflow graft and cut through the gortex surrounding the outflow graft and bend relief. Flows were restored and the pump was not exchanged. The patient was closed and transferred to the intensive care unit (ICU).